Event description:
On highway (B)(6) at the intersection of (B)(6), I was unable to detect the red light because of my polarized sunglasses. The MFR is (B)(4) made in (B)(4) serial number (B)(4). This intersection was under construction and had installed a new led type of traffic light. The signal appeared to not be working however, as I passed under it, I looked in my rearview mirror and noticed that the signal was red. On my return trip I made sure to check that my glasses blocked the light from the signal. Anyone using these glasses and driving are in grave danger. (B)(4) from (B)(4). Is the product compounded: no; is the product over-the-counter: yes.